Event description:
The user facility reported a 55 year-old male patient on impella cp support had cerebral edema which was found due to hypoxic brain injury. The catecholamines were reduced. The patient expired. The injury was noted to not be attributed to the impella cp.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. The initial MFR 1220648-2024-08017 reported a patient experienced a hypoxic brain injury while on impella cp support. After review by medical safety, it is noted the hypoxic brain injury occurred prior to impella insertion, and therefore the device did not cause or contribute to the patient's injury.